Event description:
Info received indicates the brake will set on the head end of the stretcher and locked into place, but the foot end casters continued to move side to side.

Manufacturer narrative:
The accounts maintenance is currently investigating the alleged malfunction. A follow up report will be sent once the customer discloses their investigation.